Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an advance 35 lp low profile balloon catheter ruptured circumferentially and tire in half. The highly calcified lesion was at the common iliac artery and stented with an unknown manufacturer's stent. The balloon was inserted through an unknown manufacturer's 7fr sheath with another manufacturer's guide wire, inflated to 7 atmospheres, and subsequently ruptured and separated. The balloon was removed by the user and all portions of the device were captured into the sheath. Blood was noted in the inflation device and the balloon was inflated inside a stent prior to the rupture. A second advance 35 lp low profile balloon catheter ruptured during the same procedure and will be reported under cook reference # (B)(4). The patient did not require any additional procedures due to the occurrence. No additional patient consequences were reported.

Manufacturer narrative:
Summary of event: as reported, an advance 35 lp low profile balloon catheter ruptured circumferentially and tire in half. The highly calcified lesion was at the common iliac artery and stented with an unknown manufacturer's stent. The balloon was inserted through an unknown manufacturer's 7fr sheath with another manufacturer's guide wire, inflated to 7 atmospheres, and subsequently ruptured and separated. The balloon was removed by the user and all portions of the device were captured into the sheath. Blood was noted in the inflation device and the balloon was inflated inside a stent prior to the rupture. A second advance 35 lp low profile balloon catheter ruptured during the same procedure and will be reported under cook reference # (B)(4) (MDR number: 1820334-2022-00727). The patient did not require any additional procedures due to the occurrence. No additional patient consequences were reported. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), quality control procedures, and specifications were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon catheter was separated at approximately 126cm from the strain relief. The separated segment was approximately 14cm (some elongation was noted). A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: balloon introduction and inflation: ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ balloon deflation and withdrawal ¿completely deflate the balloon using an inflation device or syringe. Allow adequate time for the balloon to deflate. Note: balloons with large diameters and/or longer lengths may require longer deflation times." ¿deflate the balloon by pulling a vacuum on the inflation syringe or inflation device. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist in balloon rewrap, minimizing trauma to the percutaneous entry site.¿ ¿if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is no evidence the device was manufactured out of specification. Based upon the available information the results of the investigation, cook has concluded patient anatomy contributed to this incident, as the lesion was located in a highly calcified common iliac artery. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the device, the catheter was also separated.